Event description:
During the implant procedure relative to the subject device, the cardiologist used a lancet for cauterization, which was subsequently followed by capture failure. A check of the lead with a psa was normal. The subject device was then reconnected and again there was capture failure for a few minutes, but then it worked correctly. The physician decided to implant another pacemaker.

Manufacturer narrative:
Date: 11/22/2013. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029. Analysis is pending.